Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent surgical intervention to explant the tactra due to unspecified reasons. There were no patient complications.

Event description:
It was reported that a patient underwent a tactra replacement surgery due to unspecified reasons. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field b5: describe event or problem. Correction to field d6b: explant date. Correction to field b7: other relevant history.